Event description:
Information received from the field notes that surgery was required to relocate the pacemaker due to the patient having experienced chest trauma at the pacemaker site. During the procedure, cautery had been used directly over the device due to the difficulty in removing it from the surrounding capsule. Subsequently, the device exhibited no output and was replaced.